Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 550 mg/dl. Customer reported that they have a back up plan available. Customer was treated with manual injections. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 450 mg/dl. The hospital checked customer blood and discharged her when her blood glucose was 258 mg/dl. The customer stated that she was not given any fluids while in the hospital. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose.